Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the display is dim/fading and they cannot see the display. There is no reported adverse event with this complaint. This report is made based on the allegation of the display screen issue.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection confirms the display screen has a dim pink and fading lettering. There is a crack at the top of battery compartment and the threads inside battery compartment are stripped.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.